Event description:
The consumer stated that the blue bristles and the "white circle" came out of the last replacement brush head in the package. This was her first time using the product. Product was returned, no issues noted with the returned sample.